Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Based on source review documents, the patient recovered from aki at the time of death. The patient experienced elevated bilirubin and liver shock. At the time of death, the patient experienced metabolic encephalopathy.

Event description:
It was reported that the patient experienced dark stool requiring IV protonix. The patient was already taking protonix due to previous gi bleeds. The patient was switched to a IV due to lack of oral intake. The site detailed the dark stools were a result of liver shock and supratherapeutic inr. Related manufacturer report number: 2916596-2019-00338.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation as no product was returned and no images of the obstruction were submitted. Additionally, a specific cause for the reported events and patient outcome as well as a direct correlation to heartmate 3 lvas, serial number (B)(6) , could not conclusively be determined through this evaluation. The account communicated that a cta revealed a twist in the outflow graft. Tissue was observed on the proximal end of the graft, secondary to a twist, which reportedly caused a 60-70% stenosis of the outflow graft. Exploration surgery on (B)(6) 2019 revealed that the outflow graft was not twisted, and no clot or fibrin was observed between the bend relief and outflow graft. The account placed an outflow graft clip. A tee revealed no inflow or outflow obstruction; however, moderate ai and severe mr was observed. Pump parameters were normal, and the patient was hemodynamically stable on blood pressure support. Following the surgery, the patient developed a hypotensive episode and required ffp. The patient was also given fluids for low blood pressure. The patient then became anemic and was given prbcs. The patient also had right heart failure following the surgery. The patient was given diuretics and inotropes were started on (B)(6) 2019 and discontinued (B)(6) 2019. The right heart failure was reportedly device-related. Also, the patient had to be re-intubated due to respiratory failure on (B)(6) 2019. The patient ultimately expired on 02dec2019 after being placed on palliative care due to multisystem organ failure. The account reported that the patient¿s death was due to patient condition and the device operated as intended. There were no reported device issues or malfunctions that could have contributed to the patient¿s cause of death. The device will not be returned for evaluation. The heartmate 3 lvas IFU contains information on preparing the sealed outflow graft and instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The heartmate 3 lvas IFU also lists bleeding, right heart failure, and respiratory failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The right heart failure was determined to be device related. No device exchange was performed. No further information was reported.

Manufacturer narrative:
Section a4 and b5: additional information.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation as no product was returned and no images of the obstruction were submitted. Additionally, a specific cause for the reported events and patient outcome as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2018. The heartmate 3 lvas instructions for use (IFU) is currently available. The heartmate 3 lvas IFU lists bleeding and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1 ¿introduction¿. Section 6, ¿patient care and management¿ also provides information regarding anticoagulation, including the recommended inr values. The IFU also lists right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 "surgical procedures" contains a section on "preparing the sealed outflow graft". This section explains that the bend relief should be disengaged for the de-airing procedure. Section 5 also contains a section on "attaching the sealed outflow graft to the aorta". Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section also explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. The IFU also warns that ¿moderate to severe aortic insufficiency must be corrected at time of device implant. If not addressed, the lvad will not be able to provide the intended flow¿ in section 5 ¿surgical procedures¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The site reported the patient had a cta scan on (B)(6) 2019 that noted a twist in the outflow graft at the pump. The patient was scheduled for a outflow graft revision on (B)(6) 2019. The ofg was visualized and there was no ofg twist noted. The account detailed no clot or fibrin was visualized between the bend relief and the graft. The inflow and outflow graft was checked and no obstructions were seen. A transesophageal echocardiogram (tee) revealed a moderate aortic insufficiency and severe mitral regurgitation. While in the operation room (or) a ofg clip was placed. The chest was closed in the usual manner and a blake drain was placed. After leaving the operation room, the patient was hemodynamically stable and placed on doubtamine. During hospitalization, the account reported the patient was diagnosed with respiratory failure and major bleeding. The patient bleeding was treated with 4 units of prbc's, flash frozen plasma and IV fluids. The patient was started on large amount of diuretics and inotropes for right heart failure on (B)(6) 2019 and was discontinued on (B)(6) 2019. The patient's respiratory failure was related to post mitral valve repair. The patient was re-intubated on (B)(6) 2019. The patient expired on (B)(6) 2019 due to multisystem organ failure. No further information was reported.